Event description:
The customer stated that she was hospitalized twice for diabetic ketoacidosis. The customer stated that her blood glucose levels were extremely high. The customer stated that she was in a lot of pain and had to be treated with morphine. The customer was also diagnosed with gastroparesis on the second hospitalization. The customer felt that the hospitalizations were caused by the infusion sets being worn at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.